Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump stopped working she was alerted to change the battery and then it prompted her to rewind while trying to rewind she received the pump error. The customer blood glucose level at the time was 182 mg/dl. The customer was assisted with trouble shooting and the pump encountered a pump error alarm. Trouble shooting could not continue due to not being able to exit the rewind process, alarmed kept occurring during the rewind. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No pump error alarm during the rewind test. Insulin pump was monitored and no pump error alarm noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, and minor scratched lcd window.